Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report it was unknown if the patient had recovered from the peritonitis¿s event. Action taken with pd therapy was unknown. Additional information was requested but is not available.